Event description:
I was reported that cadd ms 3 not infusing properly-half of cartridge remains full (no error code). No patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 21-jul-2022 via email and attached to complaint object: there is no patient involvement. All was found during preventive maintenance procedure. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. No problem was found with the device. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.